Event description:
It was reported, during preparation of the device, an unusual large curve at end of the lead was noted. Consequently, this device was not attempted for implantation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within six turns and retracted seven turns. Helix, fully extended, measured .070 inches within specification. Primary analysis finding: no anomalies found.